Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic chest anastomosis surgical procedure, customer reports that operating room (or) staff had an issue with the system. The customer informed that the or staff was having issues with the sureform 45 stapler and were trying to use the manual release knob (mrk). The technical support engineer (tse) reviewed the logs and found no associated faults in the logs but did not the two e-stops. The tse reviewed the remainder of the logs and found no other issues. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the boxes which contain that information and the staplers were thrown out at the end of the case so the initial reporter is unable to give any product information. The initial reporter was contacted by the staff in the room for ¿help¿ on how to use the release key on a sureform 45 stapler. The initial reporter reminded them that the release key is not used on the sureform staplers and reviewed how to release using the handle. Subsequently, the initial reporter was told the staff and got it loose. The release kit was opened on the field and since step 1 for the release kit is to press the emergency stop; that is why it was pressed. The initial reporter spoke with someone at dvstat and asked them to look at the error log for stapler issues. The technical support engineer (tse) did not see anything except the two times the emergency stop was pressed. After talking with the surgeon, the initially reporter stated that it appears as though there was tissue in the crotch of the stapler that would not come loose and not the stapler being closed. The procedure was an esophagectomy on system sk1619. The instrument was inspected prior to use and was in good condition. The surgeon was stapling when the issue occurred. The issue did not occur after a system fault. There was not any adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no bleeding. The procedure was completed robotically. There was no adverse effect to the grasped tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the boxes which contain that information and the sureform 45 stapler instrument were disposed of at the end of the case. Although the complaint regarding having issues with the sureform 45 stapler was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer site to further investigate the reported event. The fse spoke with the customer and it was noted that the stapler used is being tracked and no further issues has been encountered. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. A review of the device logs show that two sureform 45 stapler instruments were used during the procedure. The sureform 45 stapler instrument (part# 480445-04/ lot/serial# (B)(6) and (part# 480445-04/ lot/serial# t10220830-0054) were last used on (B)(6)2022. No image/video investigation required as no image or video clip for the reported event was submitted for review. The probable root cause of issues with the sureform 45 stapler cannot be determined based on the information provided. Since the sureform 45 stapler instrument was not returned and the log review was unable to be performed, the reported event was unable to be confirmed or replicated. This complaint is being reported based on the following conclusion: it was reported that tissue got caught in the sureform 45 stapler instrument's ¿crotch.¿ medical intervention may be required in the event that a moving instrument mechanism within an instrument entraps tissue and causes damage. At this time, it is unknown what caused the device entrapment issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.